Event description:
The wound drain was placed after surgery in 2000. While trying to remove the drain in 2000. The drain separated from the tubing and remained in pt. Pt taken back to surgery for removal of drain.